Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Microscopic and tactile examination revealed numerous kinks in the distal shaft and the hypotube. Microscopic examination revealed a partial separation at the collar/proximal location. Polytetrafluoroethylene (ptfe) microscopic examination found no irregularities or defects. Microscopic examination revealed damage to the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14april2016. It was reported that shaft kink occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery (lad). A guidezilla extension catheter was selected for use. During the procedure, it was noted that the proximal marker of the segment section was kinked. The procedure was completed with a non-bsc extension catheter. No patient complications were reported and the patient's condition was good. However, device analysis revealed a partial separation at the collar/proximal location.